Manufacturer narrative:
(B)(4).

Event description:
It was reported that during upgrade procedure the physician noted the right ventricular lead was dislodged. The lead was explanted and replaced successfully. No additional information was available.